Manufacturer narrative:
This report is submitted on november 30, 2022.

Event description:
Per the clinic, the patient unable to tolerate the sound quality from the device, hence the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march,14 2023.